Event description:
Procedure type: gastrectomy. According to the reporter: the orvil anvil disengaged while in the patient. The anvil was then removed safely using an endoscope. A new instrument was used to complete the procedure. Surgery time was extended by more than thirty minutes as a result. The doctor uses olive oil on the orvil and tube each time they use it. There was no blood loss and no tissue damage. The incision was not extended and the procedure was completed without further incident.